Event description:
The physician was attempting to coil a giant, 23 mm x 16 mm anterior communicating artery aneurysm. His goal was to coil in a way that would leave the neck of the aneurysm free of coils. The physician used a 6fr 90 cm shuttle sheath, 057 dac intermediate catheter, pxslim microcatheter 45 degree and a synchro soft guidwire. After positioning a 16 mm x 60 cm standard penumbra coil 400, he attempted to detach the coil. The detachment handle would not click when used and the detachment zone on the pusher wire did not separate cleanly. After several attempts using the detachment handle, he was able to get the coil to detach. He then implanted a 12 mm x 35 cm standard penumbra coil 400. Next, he implanted a penumbra coil soft 10 mm x 20 cm. He had the same experience as the first coil when attempting to detach the 10 mm x 20 cm. He was able to implant all coils in the patient. During the procedure, it was noted that the shuttle sheath had slipped into the arch and attempt was made to maneuver it into the carotid artery while the coil was deployed, but not detached into the aneurysm. This MDR is associated with MDR 3005168196-2013-00106.

Manufacturer narrative:
Device investigation: results: the pushers were returned without coils attached and the proximal pet lock is broken. The distal detachment tip (ddt) is in place and the pull wire is not in the capture feature. These observations are consistent with a properly detached coil. Conclusion: these pushers have kinks along the hypo-tube shaft. The complaint has been evaluated and could not be confirmed. The complaint description stated that the physician had difficulty detaching the coil. The complaint also stated that a shuttle sheath had slipped into the arch and attempt was made to maneuver it into the carotid artery while the coil was deployed, but not detached in the aneurysm. The detachment handles that was used in this case were not returned with the product. During the evaluation the pull wire moves freely inside the hypo-tube. The cause of this complaint could not be determined but may have been due to patient anatomy and placement of the device in the patient. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.